Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient reported their blood glucose levels rose to 29 mmol/l (522 mg/dl) while exercising. The pink slide reportedly did not move forward and the cannula deployed but appeared bent. The pod was worn on the abdomen for between 4 and 24 hours. An insulin injection was administered for treatment.